Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was stated in the report that there was no blood return upon aspiration. Upon removing the trocar, it was found that the needle shaft was bent and the needle tip was curved. There was a patient involvement and no harm.